Event description:
The second pt complained of severe cramping at the end of a dialysis treatment. He was given a total of 1,000 ml of saline. Based on the reported pre and post weights, saline given and what the machine had indicated was removed, there appears to be an excessive fluid removal of approx 1.3 kg. There was no serious pt injury or illness.

Event description:
A dialysis facility reported that there was excessive fluid removal from 2 pts during hemodialysis treatments. The first pt complained of ears plugged post treatment. Based on the weights reported, saline given and what the machine had indicated was removed, there appears to be an excessive fluid removal of approx 1.5 kg. There was no serious injury or illness.